Manufacturer narrative:
Email (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side "capsular contracture grade 3." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: wear abrasion and crease fold observed, on the device. Yellow encapsulation observed, on the device. Deformation observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side "capsular contracture, grade 3". Device has been explanted.